Event description:
Based on very limited information the customer was willing to share it was inferred that the device may have broke during removal or that the patient may have suffered from known complications that could occur from a lumbar puncture. Customer stated that user may have been unaware of the proper technique in removal of the device. As it was noted by the rep, this event may be subject of litigation, the customer inquired about documentation surrounding removal of the device. No adverse complaint was reported at the time of the phone call, however the customer suggested this event would or had been reported an unknown authority.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.